Manufacturer narrative:
Two cassette products were received in used conditions without its original packaging inside in a plastic bag. One (1) of the samples were received with the arm occlusion broken. The both samples were received with pressure plate broken, the pressure plates are loose. Samples could not be tested due to the fact samples were received in not properly conditions to connect the pump, the pressure plate was loose. Quality verifies that the accuracy test is been correctly performed. Root cause cannot be determined since the complaint was not confirmed due to the fact samples were received in not properly conditions to perform a testing.

Event description:
Information was received indicating that a smiths medical cadd 250 ml medication cassette reservoir was implicated in an infusion pump alarming that the reservoir was empty but there was still medicine in the cassette. There was no reported adverse events.